Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped down to the 40 mg/dl range after delivery a bolus. The customer's doctor stated that medtronic insulin pumps are delivering too much insulin, and the customer wanted to make sure her insulin pump was not over-delivering. The patient's blood glucose was 169 mg/dl and after delivering six-tenths of a unit the customer's blood glucose dropped to 42 mg/dl within an hour. She mentioned that her first low blood glucose event was 48 mg/dl and she drank a (B)(6) to treat. Troubleshooting was declined since the customer was on her way to her doctor's appointment. No products were returned or replaced.